Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "surrounded by fluid, extreme pain especially when lying down, hurt so badly under right arm pit and exchange of textured devices due to patient's concern with product". This record is for the right side. Device remains implanted.